Event description:
Cna had hooked up resident to stand using large harness. Left her hooked up while using toilet. When done, resident called for assistance. She was raised to almost standing position. Did pericare and resident was standing for approximately 1 minute before pulling up pants. Cna pulled stand away from the toilet and the left side harness loop came off. Resident fell backward and hit head.

Manufacturer narrative:
Patient was putting her arm all the way over the bar of the stand, making the loop of the harness slide up over the safety tab.